Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 78 months. The pt was experiencing "intermittent pain relief/actual volume was twice the expected". The pt was receiving dilaudid 10 mg/ml at a rate of 3.5 mg/day.